Manufacturer narrative:
E1 initial reporter address: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured, and blood goes into the indeflator. The procedure was completed with another of the same device. The patient was stable post-procedure.